Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. There was no excessive no delivery alarm. The insulin pump was received with cracked reservoir tube lip and scratches on the lcd window. (B)(4).

Event description:
Customer's wife reported via phone call no delivery during manual prime and high blood glucose. Customer's blood glucose level was 532 mg/dl. Customer believed the insulin pump did not deliver insulin. Customer treated their high blood glucose with a manual injection. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm during manual prime was performed. Customer advised the no delivery alarm was recurring issue and occurred during a bolus attempt. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.